Event description:
Caller indicated the relion confirm meter was reading low. Customer stated the meter read falsley low, she didn't feel well so she went to the hospital and read high at the hospital. She refused to give any additional information or send product back. The customer hung up without getting the required information or properly resolving the call with the customer. Attempts were made to contact the customer. On (B)(6) 2010 3:04, customer left a message explaining she will not answer the questions as it was causing her too much anxiety and felt the questions were too personal (ex. Weight, age) she explained to call her back because she wants a refund. Left message for the customer on 11/4/10 and sent letter 11/10/10. Still no response.

Manufacturer narrative:
Arkray attempted to gather information and request the return of subject meter. Actual product was not returned for testing and lot number is not known so, retention samples could not be tested. If either strips or meter is returned, arkray will evaluate the product and file a follow-up report. Customer refused to return product